Manufacturer narrative:
As reported, after tailoring the bard flat mesh to size frayed edges were noted. The subject device is not available for evaluation. Based on the information provided and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records indicates the product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only complaint reported for this manufacturing lot of (B)(4) units released for distribution in february, 2022. Not returned.

Event description:
As reported, during a procedure on (B)(6) 2022, when the surgeon cut the bard flat mesh to size for use, the mesh edges frayed and the sutures tear the mesh when suturing into place. As reported, the surgeon was concerned that the frayed edges may cause nerve pain. There was no reported patient injury.